Event description:
Additional information received reported that the patient had turned off her implant two years ago because it stopped providing pain relief after she lost weight. The lead was protruding just under the patient's skin and causing pain. It was noted that the patient had chronic obstructive pulmonary disease and her hcp was reluctant to remove the implant. It was also reported that the patient's neurostimulator was still turning on and off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation turned on by itself and would not turn off. The pt had a fusion in september. At the end of may, the pt met with a company rep because the implantable neurostimulator (ins) remained on and did not turn off. It was believed that the ins was "magnetized" and was then demagnetized and shut off. The pt currently felt like the ins was on although the pt had not turned it on. The pt was concerned that the bolts from the fusion were touching the "wire," but the health care professional could not move the wire any deeper or it would "go into" the muscle and hurt. The pt could feel the "wire" and felt pressure on it when sitting. It was noted that the pt had lost 65 pounds. The stimulation also caused the pt to shake when turned on and the pt's foot is swollen and cannot bend. Add'l info has been requested, a follow-up report will be sent when add'l info becomes available.